Event description:
It was reported the deflectable videoscope screen turns black when the angle is turned to the left. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present. Based on the results of the investigation the customers reported issue of ¿no image¿ was confirmed. The cause of ¿no image¿ was attributed to a faulty image sensor unit. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.